Event description:
It was reported that the patient was experiencing shocking sensations, jolting sensations, overstimulation and difficulty charging the implantable pulse generator (ipg). The patient also felt that the ipg was sticking out. The patient underwent an ipg replacement procedure.